Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012 at 6pm. The patient manages his diabetes with humulin n insulin and humulin r insulin. It is not known if the patient made changes to his usual diabetes management routine. On the following day, the patient claims he had "high sugar." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there is no indication of misuse. The patient confirmed the batteries did not need to be replaced. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.